Event description:
The patient was reportedly experiencing sound quality issues and decrease in performance. Testing of the patient's device showed that the device is functioning. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the device has been performed and the patient was reimplanted with another advanced bionics device.